Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the merlin programmer exhibited diagnostics anomaly no intervention was performed. The patient would continue to be monitored.